Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and shocks for sinus tachycardia. Technical services (ts) reviewed the reports and noted that there were noisy signals on the shock electrogram (egm), which caused the rhythm ID to see the rhythm as uncorrelated and atp to be delivered. Ts provided reprogramming options. The lead remains in use. No additional adverse patient effects were reported.